Event description:
It was reported by the dealer that the unit is displaying one red with two green alert lights, and the unit is shutting down. No patient injury reported, no additional information provided.